Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The problem (service code displayed) was confirmed. Upon investigation, the monitor displayed service code 105- pulse test relay stuck. The monitor's electrode belt connector was broken free from the monitor enclosure, causing the connector to become unplugged from and damaging j1001 on the c/a board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying a service code.